Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: (B)(6), ubd: 05-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the valve load check under fluoroscopy, a node overlap to node 3 was observed and considered a good load. Of note, the patient had heavy calcified leaflets in the annulus and left ventricular outflow tract (lvot) between the non-coronary cusp (ncc) and left coronary cusp (lcc). A pre-implant balloon dilatation was performed with a 22 millimeter (mm) non-medtronic balloon (vacs) over a confida guidewire. During the dilatation, the balloon showed an indentation at the waist. The physician did not want to dilate further due to calcification in the annulus and lvot. After the valve was placed in the annulus, the valve was released under fast pacing. However, a paddle hang up occurred and was resolved by turning the delivery catheter system (dcs). After moving to left anterior oblique (lao) view, an infold was visible on the ncc and a post-implant balloon dilatation was performed with a 24 mm non-medtronic balloon (simvalve). The post-implant balloon dilatation was successful and echocardiogram showed paravalvular leak (pvl) on the ncc. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the review of manufacturing records (DHR (B)(6)) and frame record confirmed that no anomalies or deviations were related to the tissue valve serial number (B)(6) paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the infold and patient¿s calcified anatomy are likely contributing factors. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the paddle hangup and patient¿s calcified anatomy are likely contributing to the infold. The reported event indicates that during the valve load check under fluoroscopy, a node overlap to node 3 was observed and considered a good load, however, load check images provided showed overlap to node 4. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. In the provided images it was observed that during valve implantation, an infold was evident during the first deployment attempt in both the cusp overlap and in the lao views. In this case, the infolded valve was released and there was evidence of paddle hang-up which could have been associated with the infold. Per medtronic¿s best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. Per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: sixteen media files were provided for review. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should not be used, and a new valve should be loaded onto a new dcs. However, the misload was not identified and the valve was used for implantation. A pre-implant balloon aortic valvuloplasty was performed prior to the implant attempt. During valve implantation, an infold was evident during the first deployment attempt in both the cusp overlap and in the lao views. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, and removed from the body. New sterile components must be used. In this case, the infolded valve was released and there is evidence of paddle hang-up which could have been associated with the infold. The paddle hang-up resolved, and a post implant dilatation was performed. Final angiogram showed paravalvular leak; however, it is difficult to quantify the degree of leak. No further intervention was documented. The patient¿s executive summary was not provided for anatomical review. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.